Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer replaced the flow sensor to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Additional information was received that there was no loss of mechanical ventilation. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Unit alarmed, notifying user of reported condition. There was no reportable malfunctio. H3 other text: additional information was received that there was no loss of mechanical ventilation. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Unit alarmed, notifying user of reported condition. There was no reportable malfunction.